Event description:
Material no. 400866 batch no. 0001296595. It was reported that during use of the 25gx3.5in whit 5ml glaspak bupi clear the incorrect drape color was discovered. They have blue drapes, not clear. This occurred on 2 separate occasions but the patient information is unknown. The following information was provided by the initial reporter: pre op just brought in two bd spinal anethesia tray¿s that have blue drapes not clear. They received lot # 0001296595, exp date 3/31/21 has the blue which is listed below. We continue to receive trays with lot#0001296595 containing the blue drapes. The doctors are very upset.

Manufacturer narrative:
A review of the device history records shows that all inspection results passed per the DHR process and no anomalies were noticed during production. Without a picture or a sample the failure mode could not be confirmed. It is only reasonable to assume that when the tray was being built manufacturing personnel included the wrong drape (blue drape) and quality personnel did not identify the failure during inspection. Conclusion: based on the complaint investigation, the most probable root cause was that manufacturing personnel did not ensure the correct componentry was used for lot #0001296595. Based on the identified probable root cause, all applicable manufacturing associates have received awareness training regarding this particular incident and the proper manufacturing process for acquisition of correct componentry prior to assembly. This issue has already been addressed and training has already occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 400866 batch no. 0001296595 it was reported that during use of the 25gx3.5in whit 5ml glaspak bupi clear the incorrect drape color was discovered. They have blue drapes, not clear. This occurred on 2 separate occasions but the patient information is unknown. The following information was provided by the initial reporter: pre op just brought in two bd spinal anethesia tray¿s that have blue drapes not clear. They received lot # 0001296595, exp date 3/31/21 has the blue which is listed below. We continue to receive trays with lot#0001296595 containing the blue drapes. The doctors are very upset.